Event description:
A healthcare professional reported that ophthalmic system exhibited infusion stopped during the middle of the vitrectomy surgery and machine needed to be reprimed. Patient and procedure details were not reported. Patient impact has not been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).